Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter mold substance. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter contamination such as black mold.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs provided. Bd received 5 unopened samples from lot number 9092662. In addition, two photographs were also submitted. Photograph #1 revealed the back side of all 5 units. The second photograph displayed foreign matter on one of the units. Through the visual inspection the defect of foreign matter was confirmed in one unit. The foreign matter identified was imbedded inside of the barrel of the unit. This foreign matter was introduced during the molding process. The black speck was created as part of the molding process with this material. The black specks were confirmed to be burnt particulate resin, which result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup breaks free and ends up in the mold. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with foreign matter mold substance. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign matter contamination such as black mold.